Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the main reason for the pump to be replaced was that it was near elective replacement indicator (eri). Upon opening the pump pocket, there was found to be a puncture in the catheter. The explanted portion of catheter would not be returned to the manufacturer for analysis. The facility had disposed of it before the company representative remembered to take it for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), ubd: 29-oct-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg at a dose rate of 96 mcg via an implantable pump for cerebral palsy and intractable spasticity. It was reported that upon replacement of pump only, it was found that there was a leak in the pump segment of the catheter. A new catheter was being considered but the healthcare provider decided to keep current catheter and the catheter was revised on (B)(6) 2018. The entire legacy catheter was not removed. Instead the surgeon removed the damaged part and reconnected the connector pin that was already in use. Regarding environmental/external/patient factors that may have led or contributed to the issue, the surgeon noted that the puncture may have been due to possible puncture during pump refill procedures. No patient symptom was reported. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were unknown. It was noted that the hcp had no further information for medtronic. No further patient complications have been reported as a result of this event.